Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a frozen screen showing a blue circle on a black background, the mobile app stopped showing readings, and the device was unresponsive even when placed on a charger after a recent charge and meal announcement; backup insulin therapy was available and used as needed. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no impact to blood glucose and no need for medical care. Investigation included remote troubleshooting, instructions to force quit the mobile app, and monitoring for spontaneous recovery. Investigation of this case revealed that the device subsequently resumed normal function without user repair, consistent with a transient device freeze or software hang affecting the user interface/display. It was concluded, based on previously established findings for similar reports, that the cause was a transient software-related malfunction not reproducible after restart.